Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complications of a j-tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Literature article, "citation: gombo¿ová, l.; deptová, j.; jochmanová, I.; svorenová, t.; veseliny, e.; zakuciová, m.; han, v.; lacková, a.; kulcsárová, k.; ostro¿ovic¿ová, m.; et al. Endoscopic complications are more frequent in levodopa¿carbidopa intestinal gel treatment via jet-peg in parkinson¿s disease patients compared to nutritional peg in non-parkinson¿s disease patients. J. Clin. Med. 2024, 13, 703. Https://doi.org/10.3390/ jcm13030703 ."

Event description:
Literature article received from slovakia titled, endoscopic complications are more frequent in levodopa¿carbidopa intestinal gel treatment via jet-peg in parkinson¿s disease patients compared to nutritional peg in non-parkinson¿s disease patients. On unknown dates after the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube), patients experienced events of perforation of the tube, obturation, and removal of the tube by a patient were each noted in 7 (21.2%) patients, j-tube twisting was present in 5 (15.1%), bezoars in 5 (15.1%), extraction of the tube in 3 (9.1%), and migration of the tube in 2 (6.1%) jet-peg subjects. In the study, the incidence of technical complications related to the peg and jejunal tube were j-tube malfunction (caused by accidental cutting or extraction), obstruction and leaking of the tube, and tube kinking or dislocation. No further information was available. No patient data was provided.